Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user and his mother called for assistance in pairing the ilet device with a freestyle libre 3+ and they experienced a hyperglycemic event. During the call, the patient's blood glucose (bg) level was running high with bg reading of 400 mg/dl with no reported symptoms. No ketone testing was performed and high bg reading was corrected by corrective algorithm after patient's mother successfully paired the ilet device with the freestyle libre 3+. No medical intervention was required. The agent attempted to reach out to the patient three times for follow up on the patient's condition but no contact was made.